Manufacturer narrative:
Device not returned. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Technique related factors, such as incorrect valve sizing, have been also shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. In this case, the surgeon has indicated that this event was due to procedural related factors and not a device malfunction. Unfortunately, the root cause of this event cannot be confirmed without the sample device. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 1 year and 1 month. Per the surgeon, the reason for explant due to a perivalvular leak. It was also noted that this event was due to procedural related factors and not a device malfunction. The device was replaced with a new edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
A response from the healthcare provider was received reaffirming that this case was due to procedural related factors. It was reported that there was the perivalvular leak was a consequence of a suture problem and not a issue with the prosthesis. There was a hole of 5 mm at the level of the sutures at the right coronary cusp. No other details. Based on this information, there is no change in the original conclusion of this event.